Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 450 mg/dl and was in diabetic ketoacidosis. The customer observed air bubbles in the tubing. The customer filled the tubing in an attempt to prime out the air bubbles however the customer reported that bg levels remained high after this step was performed. The customer was taken to the emergency room (ER) for treatment with insulin drip and fluids and remained in the ER for twelve hours. The customer was subsequently admitted to the hospital. Manual injections and fluids were administered. Reportedly, the customer was discharged four days later.